Manufacturer narrative:
The device has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. The patient code appropriate term / code not available captures the reportable event of surgery.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited premature battery depletion (pbd). This device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited premature battery depletion (pbd). This device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. The patient code appropriate term / code not available captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, an evaluation of this device was performed. Analysis showed that the device passed the labeled longevity calculation. The allegation against the device was not confirmed.